Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital for a non-device related reason and upon checking their implanted system, the patient¿s pacing rate was observed to be below their basic rate. Oversensing which led to pacing inhibition with periods of asystole of greater than two seconds was observed on the electrogram. All other measurements involving the right ventricular (rv) lead were normal. The field suspected there might be some sort of incomplete rv lead damage causing these issues. No intervention has been performed at this time and the patient¿s rv lead continues to remain implanted and in service. No adverse patient effects were reported.